Manufacturer narrative:
A request for the return of the device has been made. Should the pump be rec'd for evaluation, a follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available.

Event description:
The facility reported a fail code 810: 04. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.